Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received a questionable vancomycin result for one patient sample. The initial result was 34.8 ug/ml. The sample was repeated with results of 11.8 ug/ml and 11.2 ug/ml. The repeat result was believed to be correct. The erroneous result was not reported outside the laboratory. The patient was not adversely affected. The reagent lot number was 60435001 with an expiration date of 08/31/2015. The field service representative found the rinse mechanism vacuum nozzle was misadjusted and causing intermittent splashing and carryover into clean cells on the rinse mechanism's descent. He adjusted the rinse mechanism vacuum nozzle and verified there was no further splashing or carryover between the cells. He checked the rinse nozzle dispense levels and for proper reaction cell vacuum waste evacuation. As a preventive measure, he replaced the seal for the sample probe and performed all probe adjustments. He ran a precision check using pooled serum with no further issues observed. The customer ran calibration and qc.